Event description:
According to the reporter: doctor put mesh through trocar. As he fed it through the gasket came off in the patient. Used another trocar. Had to put another trocar in patient to remove gasket that was in patient. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 500cc. There was a delay over 30 minutes; delayed by 40 minutes. Additional information requested via email.

Manufacturer narrative:
(B)(4).